Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had rising and high thresholds and rising and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.